Event description:
Physician was attempting to deliver 1 endeavor sprint drug eluting stent but the device could not cross and got stuck. When the device was removed, it was noted to be deformed. The physician used another device to treat the patient. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent deformation); (unable to confirm complaint); (no results available since no evaluation performed) - device or procedural images not provided for review; conclusions: inherent risk of procedure ¿ (stent deformation); (unable to confirm complaint). (B)(4).